Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. No unusual noises occurred. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies encountered in the internal inspection of the cycler. The pre-ast 15 min 1000 ml simulated treatment was performed and completely without failures. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported loud sizzling noise was not confirmed, however the dark display was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that the liberty select cycler was making a loud buzzing/sizzling noise in fill 4 of 6 during the patient¿s peritoneal dialysis (pd) treatment. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option, was available. The contact also reported that the screen of the cycler is dark and it is hard to see what is being displayed. It is unknown when the dark screen occurred. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.